Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned found the distal end of the device was normal and the exchange sheath was fully slit. The external and internal examination found all of the components in the correct post deployment positions and undamaged. The device was cleaned and reassembled for testing. The re-deployment of the device was successful. Based on the evaluation of the returned device the reported experience could not be confirmed. The probable cause for the reported failure mode of the clip was released after step 3 (thumb advancement) without using step 4 release button (trigger button), is when the operator inadvertently might have pushed the trigger button right after deploying the thumb advancer. The clip will only be fired when the trigger button is activated. The device performed according to specifications because hemostasis was achieved; therefore, the root cause for the reported complaint could not be determined. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during deployment the clip was released after step 3 (thumb advancement) without using step 4 release button (trigger button). The clip worked and no bleeding or oozing was seen after deployment. There was no adverse patient effect. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.